Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff attorney alleges that the pt experienced a congestive heart failure and myocardial infarction and subsequently expired as a result of exposure to the product administered during dialysis treatment.